Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 5 instances of call service alarm issue failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 52 allegations of a malfunction, 33 pumps were returned to animas and investigated. Of the investigated pumps, 8 were found to be malfunctioning due to eeprom failures, and component failures. During investigation for unrelated complaints, there were 5 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 52 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-83 years of age and between 25 and 190 pounds. Of the reported patients, 27 were male, 25 were female, and were unknown.